Event description:
The nurse of a home pt contacted baxter tech service regarding a system error 2240 that occured during intial drain, while using a homechoice. Reportedly the nurse added pt line extension after prime and did not reprime pt line, baxter's tech service center assisted the home pt's nurse in ending the therapy early. Therapy was completed with new supplies. No pt injury or medical intervention was associated with this incident per the home pt's nurse.